Manufacturer narrative:
The patient samples were requested for investigation.

Event description:
The initial reporter received questionable elecsys ft4 iii, elecsys ft3 iii (ft3 iii) and elecsys ft3 iii ver. 2 assay results for 2 samples from the same patient tested on the customer's cobas 6000 e 601 module with serial number (B)(4) and the investigation site's cobas e 602 module with serial number (B)(4). This medwatch is for the elecsys ft3 iii v2 assay. Refer to medwatch with a1 - patient identifier (B)(6) for the ft3 iii assay and medwatch with patient identifier (B)(6) for the ft4 iii assay. It is not known if the results were reported to the patient or medical personnel. The reporter stated since they switched from "architect" to the e 601 in (B)(6) 2022, the trend of the patient's three measurement items has changed. One of the patient samples was rerun at a customer affiliated laboratory that uses an abbott architect. A discrepancy was noted prompting reruns of the patient samples at the investigation site laboratory. Refer to the attachment in the medwatch for the highlighted questionable results. The ft3 iii v2 reagent lot number used at the investigation site's e 602 is 573234 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The two patient samples were received for investigation. Sample (B)(6) was insufficient for investigation. An interfering factor against sulfo-ruthenium (ru) label was identified in sample (B)(6). Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.". The investigation did not identify a product problem.